Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value of 40mg/dl. Customer treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer used auto mode. Customer did not allege pump was over delivering. Insulin pump will not be returned for analysis.